Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, the customer stated that the reported issue has been resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator power on indication led did not light up when the vent was powered on. Furthermore, there is no patient associated with the said event.